Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknown if the ipg was placed in surgery mode. The ipg was unable to communicate with external devices. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that effective therapy was restored.